Manufacturer narrative:
(B)(6).

Event description:
It was reported the cadd msr pump was dropped while it was in use with a (B)(6) female patient who was receiving treatment for pulmonary hypertension with remodulin treprostinil (14 ng/kg/min at an infusion rate of 0.054 ml/h and 1 mg vial). The pump displayed a system fault after it was dropped. The aaa batteries were then removed, and re-installed. The pump then produced a blockage detected" alarm when the infusion was re-started. The patient resumed their treatment with a replacement/back up pump. No patient injury or further complications were reported in relation to this event.